Event description:
It was reported that the battery seemed to be dead as the patient had an increase in seizures. The patient had generator replacement which was noted to be prophylactic. The explanted generator has not been received to date. No further relevant information has been received to date.